Event description:
The complaint is reported as: the customer alleges that the blade is sticking onto the handle and cannot can be removed easily. The alleged issue occurred during pre-testing.

Manufacturer narrative:
The device sample was not returned for evaluation at the time of this report.